Event description:
Additional information received reported that the patient had an appointment with their doctor planned for december. It was also noted that it was very difficult for the patient to travel. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was experiencing "some behavior changes." It was stated that the patient had a six week period where he could not dress himself in addition to not being able to walk. It was noted that the patient was "much better now," and was able to dress himself and walk. It was indicated that the patient had "some" underlying psychiatric issues. Patient status was unknown.

Event description:
It was reported that the patient had deep brain stimulator (dbs) implanted in (B)(6) 2003. The patient was fine on sunday and unable to walk or sit up by himself on monday. It had been this way for almost 2 weeks. The patient had replaced battery in (B)(6) 2006. The deep brain stimulator was on, and the patient replaced the patient programmer with 9 volt battery. The patient stated there was not programmer in this area. Refer to manufacturer report# 3004209178-2012-08855

Event description:
.Additional information received from the health care provider (hcp) reported that the cause of the event was unknown and that the patient did not go to the clinic. It was stated that the patient was unable to walk or dress himself for a 'short period of time.' The patient was not hospitalized. It was stated that a representative indicated that the 'pain rep' (pain representative) had interrogated the stimulator batteries a week prior to when the hcp had contact with the patient. It was not clear if 'pain rep' was referring to a medtronic representative or not. It was stated that 'per pain rep the batteries were not near end of life.' It was reported that the patient had an appointment scheduled with the hcp in (B)(6). No further information was provided. Refer to manufacturer report #3004209178-2012-08855. The patient has two devices and it was not clear which device the complaint was about.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: product type extension product ID, 3387-40 lot# j0231061v serial#, implanted: 2003 (B)(6), explanted: product type lead product ID, 3387-40 lot# j0228090v serial#, implanted: 2003 (B)(6), explanted: product type lead. (B)(4).

Manufacturer narrative:
(B)(4).